Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they changed doctors and reps and the rep that was supposed to take care of them called them and left a message, however the phone number to call the rep back didn't work. Pt noted that the rep and that the rep was in buffalo. Pt stated that they were going to in buffalo. Pt stated that they have an appt on december 27th for a MRI and that they were told that they should have a rep present when the MRI is done since they hadn't had a MRI since the ins was implanted. Pt stated that the ins was in the wrong place and wasn't working, so hcp wanted to do more surgery on them and move the wires or whatever. Pt stated that also they had a pinched nerve in the area where their pain was, so hcp told them they had to have surgery on it or they would be in a wheelchair (that they were in now) for the rest of their life. Pt stated that the ins never worked since the ins was implanted on (B)(6) 2022. Pss advised the pt that a message would sent out to the field requesting contact, however pss did not promise a time-frame on a response. Redirected caller: other (document in note).

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received from the patient. It was reported the patient changed doctors, had a CT scan, and they were having an MRI on (B)(6) 2023. The issue was not resolved, the patient needed further surgery to relieve pressure and possibly to move the paddle and wires.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.